Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the pt required a target vessel reintervention (tvr). The lesion, in the proximal left anterior descending (prox lad) artery was treated with a taxus express2 stent on an unspecified date. In 2009, the pt presented with in-stent restenosis which was treated with balloon angioplasty. No further info is available. In the opinion of the physician that the physician that the event is possibly related to the taxus2 stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.